Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the bard flat mesh (device 1). An additional supplemental emdr was submitted to represent the bard flat mesh (device 2). Note, the manufacturing date (15-dec-2019) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2020- patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿the large direct hernia sac was identified in left inguinal region and was reduced. A bard flat mesh (device 1) was placed and sutured to the inguinal ligament¿. On (B)(6) 2021 - patient was diagnosed with recurrent left inguinal hernia, thereby underwent open repair with implant of bard flat mesh (device 2). Per op notes, ¿the old mesh (device 1) and a small recurrence was noted proximally. A bard flat mesh (device 2) was then sutured to the internal ligament¿. On (B)(6) 2022- patient had left inguinal hernia repair by laparoscopic repair.